Event description:
Reporter alleged only being able to read the lot number on the vial of test strip, whereas, the expiration date would be missing. It was stated the customer did not clean the test strip drum container. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.